Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited high capture threshold. The right atrial lead was removed and replaced. The patient was in stable condition.